Event description:
A patient reported blood glucose results of 125 mg/dl with a lifescan meter and 103 mg/dl on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.